Event description:
It was reported that the patient presented to the clinic for a device evaluation. Episodes of non-sustained ventricular over-sensing due to sensing myopotential inhibition were noted on the device. The patient presented to the clinic and programming changes were made. There were no adverse health consequences, the patient was stable.